Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a basal anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he should have 4 basal rates but when he checked, it would read 1. The customer stated that the basal rates are not being maintained within the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement test, reset error test and self test. No factory reset or memory loss was noted. No basal anomaly was noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corners and scratched reservoir tube window.